Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a patient regarding an implantable intrathecal pump intended to deliver bupivacaine and dilaudid. The patient did not know her dose and concentrations, but stated that she knows it is a ¿relatively high dose and gets four prn doses and it gets changes every two months.¿ the indications for use were non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient experienced a change in therapy effect. It was noted that the patient first asked the general question, ¿how would you know if the pump stopped working?¿ patient services (ps) reviewed expectations regarding pump alarms, and considerations regarding low battery and eos (end of service). The patient indicated that the reason she is asking is because her pain has recently escalated to the point where she can¿t tolerate it anymore; however, she is not hearing any pump alarms. It was reported that the patient¿s symptoms were sudden, and began in (B)(6) 2018 (in the last week). The patient stated that she wasn¿t sure if she should contact her physician about it, and she doesn¿t want them to think she is ¿nuts.¿ it was noted that the patients pump was nearing end of life (over six years old), but she hasn¿t heard any alarms. No interventions were mentioned. It was recommended that the patient follow-up with her managing healthcare provider as soon as possible. No further complications were reported. Additional information was received from a healthcare provider on (B)(6) 2018. When asked to clarify the patient's recently escalated pain, it was reported that her pump was delivering less than the prescribed therapy. Regarding the cause of the sudden change in therapy effect, it was reported that the patient feels it was related to the slow-down in the pump. It was reported that as an action/intervention to resolve the issue, the pump was replaced. It was unknown if the patient's recently escalated pain was resolved. The patient's weight at the time of the event was reported as (B)(6) kilograms. No further complications were reported or anticipated.